Event description:
My husband uses osseotouch's magnetic mallet for tooth extractions. This product is becoming popular among dentists but since he began using it, both my dog and I have been experiencing mood swings, headaches and other strange issues. The sound it makes is an incredibly high-pitched noise and it is constant, causes tinnitus, and a host of other medical issues. I don't believe my husband is aware of the issue, but I believe he may be causing himself irreversible health damage by using this tool. I also believe that the dentists using this machine are basically fracking people's skulls. I am concerned for my safety and the safety of my pet. I am also concerned for anyone who is trusting enough to have this procedure performed on them as the long-term health effects are likely terrifying.